Event description:
On 2020-july-29, additional information was received from the healthcare professional (hcp). The patient's abdominal hernia was not related to the device placement as the device was implanted years ago. The hcp stated "no" when asked where the abdominal hernia was in relation to the pump.

Manufacturer narrative:
Patient code c34685 no longer applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine via an implanted infusion pump. It was reported the patient recently had their "phlegm" analyzed and stated "a possible infection of the implanted medical device material or components". It was also noted the patient had pain around the pump area.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 14-jul-2020 from a healthcare professional (hcp) who reported that the patient did not have an infection but had developed an abdominal hernia. Multiplanar imaging review CT of the abdomen was completed on (B)(6) 2020 and demonstrated an intact intrathecal pump implantation site with left lateral abdominal hernia. The actions/interventions taken to resolve the issue was noted to be that the patient was in an abdominal binder. The post-implantation exam clinic notes noted that the implantation sites were satisfactory in appearance without induration, erythema, or rubor. The incisions were intact and well healed. There was edema at the pump pocket site. The steri-strips were removed with the incision intact. It was noted that the chronic pain being treated by the intrathecal therapy with bupivacaine for post spine surgical syndrome was stable. No further complications were reported/anticipated.